Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/27/2023, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle broke off in the ar-9231-vl-04 glenoid drill guide. This occurred during a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Complaint is not confirmed. Visual inspection identified the holes of the univers vaultlock® & glenoid drill guide, quick connect, extra large had no presence of pieces of the tip of the ar-9215-1-03. The device shows chips on the surfaces and edges. Functional testing was not performed due to the damage to the device. No problem found.

Event description:
Additional information was provided on 12/18/2023 where the sales representative stated that this event occurred during an eclipse tsa procedure on (B)(6) 2023. All fragments were retrieved. The drill guide had drills going through it but at the time it broke no power was being used.